Event description:
After an implantation period of approx. 87 months, oversensing with inappropriate therapies in the rv channel was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and fluoroscopic images. The analysis of the provided trend data, recorded between august 2nd, 2019 and march 28th, 2020, gained no further information regarding the root cause of the reported oversensing and inappropriate shocks. The analysis of the provided iegm episodes showed artifacts in the rv channel, which led to the reported oversensing, inappropriate ICD charging cycles and the reported inappropriate shocks. During the analysis of the provided fluoroscopic images, it was noted that the proximal part of lead body was looped several times next to the device. An interaction between lead and device could neither be excluded nor confirmed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the observed oversensing and the inappropriate shocks. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.